Manufacturer narrative:
(B)(4). Batch unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable. Additional information received: the date of the initial procedure was on (B)(6) 2021. The patient was taken back on (B)(6) 2021. No obvious leak could be found during surgery. "Abscess cavity top half of sleeve". As a result the patient spent and extra week in the hospital. Patient current status. At home but npo with tpn and jp drain in place. Patient still in a lot of pain and discomfort. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the event states the initial procedure was in (B)(6) and the re-op in september. Please confirm the timeline of the events. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Why does the surgeon believe the slr device may have caused or contributed to the leak? How was the abscess addressed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a laparoscopic sleeve gastrectomy procedure that the patient has come back with symptoms of a leak. Facility investigating and patient scheduled for a scope. Patients¿ status is unknown.